Event description:
Pt reported that the one touch profile meter was reading inaccurately high. Medical affairs specialist contacted the pt and pt provided more info. Pt in 2003, had a "good lunch". Pt then took a blood glucose reading on the meter and got a "low reading in the 50s". Pt did not have any symptoms. The pt got worried since pt did not want to eat anything more to bring the blood glucose level up. Pt then went to the emergency room. Less than 20 minutes later the ER meter read in the "400s". Pt was given an insulin shot and kept there for seven hours for observation. Pt tested on the meter when pt came home and got a reading of 50 mg/dl. Pt ate a candybar and within 10 minutes, got another reading of 300 m/gdl. The check strip test was outside the range. This case is reported as an adverse event due to the meter contributing to an adverse event. Pt takes a set amount of insulin, but is also on a sliding scale. Since the meter kept giving pt low readings, pt did not take any of the sliding scale insulin. During troubleshooting, it was discovered that the meter was being cleaned with alcohol which could affect the blood glucose readings.